Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a broken occluder leg beneath the white twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and a leak though the set was observed. The broken occluder foot is the cause of the leak, fluid flow through the set. The cause of the broken occluder leg could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked at the female connector. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for four months. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with intraperitoneal (ip) antibiotics in their dialysate. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.